Event description:
The customer reported intermittent communication errors. This error is likely to result in a system lockup or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.